Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
The customer reported that : "the trident right hip prosthesis was placed the (B)(6) 2007 with the implants protheos. On (B)(6) 2020 we proceeded to change the head and the insert because it broke."

Event description:
The customer reported that : "the trident right hip prosthesis was placed the (B)(6) 2007 with the implants protheos. On (B)(6) 2020 we proceeded to change the head and the insert because it broke."

Manufacturer narrative:
Corrected data: d4 - expiration date corrected to 30-sep-2012. H4 - manufacture date corrected to 24-sep-2007. Additional mfg narrative: reported event: an event regarding damage involving a trident shell was reported. The event was confirmed by inspection of the returned device. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2020 which indicated the device was returned fractured and examined with the aid of a stereo microscope at magnifications up to 50x. Damage was observed on the distal surface of the device consistent with impingement against a hip stem as well as articulation against a hard object. Energy dispersive spectroscopy analysis was performed on the device to confirm chemistry. A material analysis was conducted on the returned device which noted that damage on the distal surface of the trident psl ha cluster was consistent with impingement against a hip stem and articulation against a hard object. Eds showed that the cluster was consistent with astm f136, which is consistent with the drawing. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional analysis were not performed as the device was returned in damaged condition. - clinician review: not performed as no medical records were made available. -device history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that the was revised to change the head and the insert because it broke. A material analysis was conducted on the returned device which noted that damage on the distal surface of the trident psl ha cluster was consistent with impingement against a hip stem and articulation against a hard object. Eds showed that the cluster was consistent with astm f136, which is consistent with the drawing. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined. The root cause can not be determined as insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.